Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports that since the last service visit for the architect c4000 analyzer in their lab, they have seen imprecision of results for both patient and control samples for the clin chem calcium, albumin, magnesium and phosphorus assays. One example was provided of an initial calcium result of less than 2.5 mg/dl (exact value not provided; low linear limit for this assy is 2.0 mg/dl) that retested at 9.0 and 9.3 mg/dl (normal reference range of 8.4-10.2 mg/dl). The analyzer also began generating instrument flag " >>>> " following a subsequent service call. The customer then began tracking any result that generated a numerical value of less than " 5.0 " and retested within normal reference ranges for a particular assay. No suspect results have been reported from the lab with no known patient impact.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the architect c4000 analyzer. The fse determined that the customer issue was due to the cuvette washer nozzles damaging the cuvettes due to the cuvette washer bracket loosening over time. The fse made the appropriate adjustments and replacements to the analyzer. Subsequent instrument operations were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect c4000 system and support manual contain information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended .